Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder kink resistant tubing (krt) was microscopically inspected and had a hole from wear. The cylinder did not pass the leakage testing. The momentary squeeze (ms) pump was microscopically inspected, and contamination was found within the ms pump. Ms pump tubing was cut down to the pump block; the tubing was not returned for analysis. The ms pump passed leak test. The ms pump was not functionally tested due to the contamination. Based on this information, the cylinder not performing within product specifications on the leak testing could affect product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.